Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. Unable to verify any alarms or perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. The pump had a corroded motor home switch, minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error and a possible motor position encoder error. The caller stated that the insulin pump was replaced, and the replacement insulin pump had no power. The customer stated that the insulin pump had an unresponsive keypad, as well. The caller did not know the blood glucose reading. The caller described the alarm as an unknown error message. The customer noted that he had high blood glucose and declined troubleshooting for the matter. He also added that he had been on a roller coaster when the issue began. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.